Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling, hard nodule, painful, and sinus infection¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: ¿all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). ¿device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). ¿two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. ¿the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Precautions: ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. ¿as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Instructions for use: ¿with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. ¿patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. ¿within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the treatment sites. ¿the injection technique for juvéderm voluma® xc with regard to the angle and orientation of the bevel, the depth (subcutaneous and/or submuscular/supraperiosteal) of injection, and the quantity administered may vary depending on the area being treated. Injection of juvéderm voluma® xc too superficially (intradermally), or in large volumes over a small area, may result in visible and persistent lumps and/or discoloration. ¿juvéderm voluma® xc should be distributed in small aliquots (small boluses of 0.1 ml to 0.2 ml) over a large area to reduce the risk of persistent lumpiness.

Event description:
Patient reports "right cheek swelling, hard nodule on the side of the cheek that is painful, the thin skin under the right eye is swelling and the whole right side of my face hurts" after one syringe of juvéderm voluma® xc was injected to the cheek bones. Symptom noticed 5 days after injection. 2 days after symptoms appeared patient went to the emergency room and was diagnosed with a sinus infection. Clindamycin was prescribed. Three days later the patient was provided an oral steroid by a dermatologist. The patient was examined by the injector and the filler was dissolved 8 days later. Symptoms did not improve after the product was dissolved. Ibuprofen was taken for pain. No diagnostic testing, allergies or autoimmune disease.